Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "partially deflated". Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, curved opening with striated edge, linear smooth opening in a crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A smooth crease opening assessed as fold flaw opening.